Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported, "deflation". Record is for left side. Device remains implanted.